Event description:
Pt reported that the pump was unresponsive.

Manufacturer narrative:
The pump was returned to animas for eval. Eval revealed the pump to be in poor condition with damage to several components including the display screen, circuit board, and piezo. This type of extensive damage is consistent with a severe impact.